Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 183028, vanguard cr ilok fem-lt 65, lot # j3697968, catalog #: 141233, biomet cc cruciate tray 71 mm, lot # j3535796, catalog #: ep-183540, e1 vngd crl tib brg 71/75x10, lot # 536950. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to unknown reasons. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a revision due to a fracture. Originally the doctor did an open reduction and internal fixation of the patella, but this repair did not last. The surgeon operated again removing the screws and original patella implant and implanted the new zimmer augment patella.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that a patient underwent a revision due to a fracture of the native patella. Originally the doctor did an open reduction and internal fixation of the patella, but this repair did not last. The surgeon operated again removing the screws and original patella implant and implanted the new zimmer augment patella.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Review of the complaint history determined that no further action is required as no trends were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.